Event description:
During an implant procedure, high impedance was noted on the right ventricular lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of high lead impedance was not confirmed.